Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving fentanyl (2 mg/ml at 1.66 mg/day), hydromorphone (3 mg/ml at 2.5 mg/day), and bupivacaine (6.6 mg/ml at 5.499 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 it was reported that the patient was seeing a motor stall code on their ptm (personal therapy manager). Pump interrogation indicated a pump motor stall. The pump logs were read and no motor stall recovery occurred message was seen. The patient had an MRI earlier that was not related to the patient¿s devices or therapy. It had been greater than 2 hours since the patient exited the MRI. The patient left the MRI around 7:15 pm and it was now around 9:40 pm and the pump had not yet recovered. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.